Manufacturer narrative:
No device was returned for analysis of complaint that pump was not recognizing the syringes. No event history log was provided. No serial number was provided and unable to conduct review of service history. Unable to confirm complaint due to the device not being returned. Based on the review of the information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation.

Event description:
It was reported that the pump did not recognize the characterized bd 1ml and 3ml syringes. There were delay in therapy with patient involvement and no harm.

Manufacturer narrative:
D4: UDI and and h4: manufacture date are unknown. No product information has been provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.